Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure performed: laparoscopic cholecystectomy. Translation: bag deployed well. During cinching, the mechanism "burst." Eventually able to close and retrieve the bag, although not the full length of the vicryl thread. This snapped too. Patient status: no patient injury reported. Type of intervention: able to cinch and retrieve bag eventually.

Event description:
Type of procedure performed: laparoscopic cholecystectomy detailed description of event: bag deployed well. During cinching, the mechanism "burst." Eventually able to close and retrieve the bag, although not the full length of the vicryl thread. This snapped too. Additional information received by email from healthcare facility on 29sept21: no additional info available patient status: no patient injury reported. Type of intervention: able to cinch and retrieve bag eventually.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation without the tissue bag and the metal supports. Visual inspection confirmed the complainant¿s experience of the broken cord loop. However, the complainant¿s experience of the bag not cinching could not be confirmed. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.